Event description:
A report was received that the patient developed possible infection at the ipg site. Symptoms were burning, pain and an opening at the ipg site. Oral antibiotics were prescribed. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the cause of infection was unknown and nothing happened during the recent procedure that might contributed to infection. It was noted that the patient's wound did not open however there were signs of swelling and some puss noted at the incision site. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed possible infection at the ipg site. Symptoms were burning, pain and an opening at the ipg site. Oral antibiotics were prescribed. The patient will undergo an explant procedure.